Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the issue occurred within two minutes of disconnecting the system from an operational outlet. The issue was resolved by replacing the uninterruptible power supply (ups) for the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The suspect ups has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while moving the imaging system down a hallway, the system shut down without prompt from the user. Once plugged into an operational outlet, the system powered on. No additional information was provided. There was no patient present when this issue was identified.